Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
Article published by the (B)(6) and (B)(6) was reviewed by teleflex. Follow-up was completed with the physician who conducted the study. He confirmed that the central venous catheters used were all from arrow international. There was 1 case of the guide wire kinking. There is no further information available.